Manufacturer narrative:
Concomitant medical products: 5076-45 lead, implanted: (B)(6) 2016. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a system upgrade about a couple of months ago and has subsequently developed a left sided subclavian occlusion. Vascular intervention occurred unsuccessfully. Therefore, the atrial lead and right ventricular (rv) lead were removed from the left side. A new atrial lead and rv lead were then implanted on the right side and tunneled to the left side where they were used with the existing left ventricular (lv) lead and device. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.